Manufacturer narrative:
Zip code (B)(6).

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop filter on set leaked. No patient adverse events reported.